Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the capsule tore. The lens was removed without incision enlargement or vitrectomy and a sulcus lens was placed without incident. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. There have been no other complaints reported in the lot. Additional info was requested. A completed questionnaire was not received. (B)(4).